Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the home patient (hp) stated that she has had pain and discomfort and went to the emergency room and was given an antibiotic. The hp stated that they had an x-ray and it revealed air in the ribs and shoulder. The hp stated that she had pain for few days. Gts assisted the hp by explaining about setting up and checking the patient line. The hp was not aware about checking the patient line or repriming the patient line. Gts suggested that the hp call if there is air in the patient line for assistance with repriming. Gts asked if the nurse was aware, the hp stated "my granddaughter tore up the phone number for the nurse". Gts advised to let the nurse know. The hc unit was operational. Information obtained by global pharmacovigilance on (B)(6)2010 is as follows: the nurse stated that the pain at the rib and shoulder was due to the hp failing to completely prime the patient line; therefore air was infused. It was indicated the event has resolved. No further information is available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots (h10d25015, h10e11087, and h10f18023), with no issues noted during the manufacturing process. A label -on page 11-18 of the homechoice patient at-home guide instructs patients to place the patient line in the organizer to prime the disposable set. In addition on page 11-23 the graphic on this page shows the patient connector level with the heater bag to allow proper re-priming. Also on page 18-55 of the homechoice patient at-home guide there are instructions for when patients have to end therapy early if needed. The review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).a sample is not available.